Event description:
Caller states that pt tested his blood glucose and obtained a result of 124mg/dl. She states that he was incoherent and sweating. She reports the paramedics were called and tested him on their equipment and obtained a reading of 48mg/dl. They reportedly took him to the hosp where he remained for a few hours. Spouse states that he was given a glucose IV at the hosp. No glucose control solutions were reportedly used. Requested return of suspect device and replacement sent.